Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a tritanium liner was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection was performed and discoloration of the liner was noted. Functional and dimensional inspections were not performed as there is no indication or allegation regarding the geometry or functionality of the returned device. Medical records received and evaluation: a consulting clinician concluded the following: this patient had multiple risk factors for infection present among more a corticosteroid injection in the joint shortly before arthroplasty. As such, this pi case is caused by an adverse mix of adverse patient-related and procedure-related factors. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the investigation concluded that the reported infection following a primary total hip arthroplasty procedure was not related to the implanted devices. A technical evaluation and medical review were independently performed and both reports concluded that the infection due to staphylococcus aureus was not caused by the implanted devices. According to the medical review, this patient had multiple risk factors for infection present. As such, this pi case is caused by an adverse mix of adverse patient-related and procedure-related factors.

Event description:
It was reported that patient presented to surgeons office with draining wound. Infection and then implants were removed.

Event description:
It was reported that patient presented to surgeons office with draining wound. Infection and then implants were removed.

Manufacturer narrative:
Additional devices listed in this report: cat 502-03-52d, primary tritanium hemi cluster hole cup 52mm, lot code mllkvm. Cat 6720-0435, size 4 accolade ii132 deg, lot code 47344503. Cat 6570-0-036, delta v-40 ceramic head 36/-5, lot code 47657001. Cat 2030-6525-1, 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.